Manufacturer narrative:
Beckman coulter became aware of this event on (B)(4) 2014 when the malfunction was assessed and determined to be reportable. The beckman coulter field service engineer replaced the diluent reagent with a different lot on unicel dxh 800 coulter cellular analysis system serial number (B)(4), and the issue was resolved. (B)(4). This MDR is related to MDR 1061932-2014-02087 for the same issue with another unicel dxh 800 coulter cellular analysis system, serial number (B)(4).

Event description:
While installing a unicel dxh 800 coulter cellular analysis system in a customer's facility, a beckman coulter field service engineer (fse) observed high platelet background and daily check failures when using a specific lot number of coulter dxh diluent. There were no erroneous test results with this event. There was no death, injury or affect to user or patient treatment.